Event description:
It was reported that the distal tip of the .018 wire detached in the pt during a nephrostomy procedure. The detached segment was surgically retrieved without incident. No pt sequelae resulted from this event. A portion of an .018 guidewire was received evaluated and retained by this MFR. The engineering evaluation indicated the distal portion of the guidewire was severly bent at the tip and appears to have broken off at the ball weld. The detached portion of wire was not returned for evaluation. Co's attempts to gain further details with regards to the circumstances of this event have been unsuccessful. User technique and/or pt anatomy may have contributed to this event. However, without further details or the entire device for evaluation, co's unable to determine the exact cause for this event. Co's direction for use state: "caution: withdrawal of the .018"/.038" guidewires should be smooth and without resistance. If resistance is felt, carefully remove guidewire(s) and system as a unit."